Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2021. During the procedure, the third band failed when deploying inside the patient. It was reported that there were no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: facility address: no. (B)(6). Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly was returned with the device. It was also noted that the trip wire was not secured, and the slack was not taken up correctly. Additionally, the ligator head returned without bands attached and it was noticed that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot and the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot can cause the trip wire to slip during deployment and failure to pull the slack out of the trip wire because of the lack of tension. This can lead to the damage seen in to the ligator teeth and deployment failure. Based on the condition and evaluation of the returned device, this problem is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2021. During the procedure, the third band failed when deploying inside the patient. It was reported that there were no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.